Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4)- battery / catalog number 1650 / expiration date 30jun2017, device available for eval: yes, 29mar2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: unknown, labeled for single use: no, (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 30jun2017, device available for eval: yes, 29mar2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: unknown, labeled for single use: no, (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 30jun2017, device available for eval: yes, 29mar2017, device eval by MFR: no, device evaluation anticipated, but not yet begun (02), device MFR date: unknown, labeled for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reports loud screeching alarm but no message on the controller. It was stated that no alarms were seen when patient was connected to monitor. Log files were sent and it showed issues with four (4) batteries the patient had. Three batteries showed power switching and one showed power drop while connected to wall power. The four batteries in question were collected from the patient and four loaner batteries were given from hospital stock. The batteries shipped as replacements will be issued to the patient once they arrive at the site. It was stated that the patient was annoyed. No additional information available.

Manufacturer narrative:
(B)(4) - battery di #: (B)(4). Device evaluated by manufacturer : yes. Device manufacturer date: 06/17/2016. (B)(4) - battery. Di #: (B)(4). Device evaluated by manufacturer : yes device manufacturer date: 06/10/2016 (B)(4) - battery. Di #: (B)(4). Device evaluated by manufacturer : yes. Device manufacturer date: 06/17/2016. It was reported events of loud alarms, power switching on (B)(4) and power consumption on (B)(4). Four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. No power up events or fault alarms were recorded in log files; however, the analysis revealed several premature power switching events involving (B)(4). The most likely root cause of the reported power switching event can be attributed to a communication errors between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate communication errors. Additionally, the reported event of power consumption was confirmed. Failure analysis of the returned (B)(4) revealed that the device passed visual examination but failed functional testing due to a flag that rendered the battery inoperable. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. Failure analysis of the other three batteries revealed that devices passed visual inspection and functional testing.  As a result, the most likely root cause of the power consumption event can be attributed to an open thermal cutoff fuse, preventing the battery from charging or providing power to a controller. The reported loud alarm event could not be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.